Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred while the customer was sleeping. Reportedly, the customer's blood glucose (bg) rose to 520 mg/dl. A correction bolus was delivered to address bg. No additional information was provided.